Event description:
A 22g catheter inserted easily with good blood return and stylet removed. When attempting to advance catheter, it bowed up above the skin becoming contaminated, and bent rendering it unservicable so the catheter was removed and another inserted.